Manufacturer narrative:
The following other hip devices were also listed in this report: c-taper lfit inter head; cat# s-1400-hh82; lot# 24650404; omnifit hfx hip stem size #07 127; cat# 6076-0730a; lot# 3xympd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. H3 other text : not returned to the manufacturer

Event description:
Maude event report no: (B)(4) stated in the event description: "volun (B)(6) 2013: trouble walking, sitting, laying down due to constant pain. No quality of life anymore. Hip replacement/stryker #7. Surgery was performed on my mom: (B)(6)."

Manufacturer narrative:
An event regarding pain involving a uhr bipolar was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The exact cause of the reported pain could not be determined. A trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
Maude event report no: mw5031340 stated in the event description: "volun 12-aug-2013: trouble walking, sitting, laying down due to constant pain. No quality of life anymore. Hip replacement/stryker #7. Surgery was performed on my mom: (B)(6)."